Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during cataract surgery, a patient experienced a corneal burn. The customer indicated the occlusion alarm sounded and the phaco handpiece overheated. Sutures were required to close the wound. Additional information has been requested.

Manufacturer narrative:
A company clinical analyst reviewed this case and stated the following: ¿the customer reported that during cataract surgery, a patient experienced a corneal burn. The customer indicated the occlusion alarm sounded and the phaco handpiece overheated. Additional information received noted the event occurred at the beginning of phaco. In the surgeon's opinion, the occlusion and heating up of the phaco handpiece contributed to the event. The wound was sutured. Corneal thermal injuries are typically related to excessive heat generated by the phaco tip due to insufficient aspiration flow, extended energy application, or combination of both. The system is designed to cool the phaco tip during use as aspirated fluid flows through the tip lumen. Overheating of the phaco tip, however, may occur due to extended application of ultrasonic energy or compromised aspiration flow through the phaco tip. Reduced fluid flow through the phaco tip may be caused by phaco tip re-use, tip clogging by nuclear material, kinked tubing, inadequate flow and vacuum settings, or obstruction by ophthalmic viscoelastic device (ovd). When the phaco tip is occluded, infusion will cease, reducing the cooling effect of the tip. Occlusion tones (intermittent beeping tones during occlusion) alert the user, indicating that the vacuum is near or at its preset limit, and aspiration flow is reduced or stopped. The surgeon must recognize the occlusion tones and manually stop the ultrasound mode in order to prevent a rapid temperature increase.¿ no further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The phaco handpiece was manufactured on june 22, 2012. Based on qa assessment, the product met specifications at the time of release. The system was manufactured on june 21, 2008. Phaco handpiece (hp) was received for evaluation. A visual assessment of the returned sample displayed a cosmetically sound handpiece. The cable jacketing was not able to be penetrated with a fingernail. The flow rate test was performed and successfully completed. The handpiece (hp) was then connected to a calibrated system and it was primed and tuned without any nonconformities. The hp was run at 100% power for 5 minutes and no abnormalities were observed. Finally, u/s and torsional strokes were measured on the dynamic tuning fixture (dtf) and were verified to meet specifications. The hp was verified to meet specifications. The sample was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the pennsylvania patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. (B)(4).